Event description:
Information received by medtronic indicated that insulin pump had a crack on back. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring: clear. On (B)(6) 2021 customer alleged pump has cosmetic damage(crack at back of pump). P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, cracked battery tube threads, cracked case on the battery tube side, and faded serial number label. Unit received with constant critical pump error (open book image) alarm after battery installation. Unit received with corroded electronic assemblies and corroded motor home switch. Unsuccessful download of pump's firmware using crest due to constant critical pump error (open book image) and therefore unable to download pump's trace and history files using thus software. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error (open book image) alarm. In summary, customer allegation for cosmetic damage(crack at back of pump) was confirmed during visual inspection where cracked battery tube threads and cracked case on the battery tube side was noted. In addition, unit received with critical pump error (open book image) alarm after battery installation due to moisture damage to force sensor. Unable to download pump's history and trace files due to moisture damage on the electronic assemblies. (B)(4).